Event description:
It was reported that the patient is having an increase in seizures even after their generator replacement. The patient had scattered seizures that were considered an increase starting since (B)(6) 2021. The battery for the generator was at 8-18% prior to replacement. The physician thought the seizures were linked to a decreasing battery however the patient is still having the increase in seizure activity therefore the physician does not think it was related to the low battery. The physician mentioned external factors of lack of sleep and increase in video game play but has not confirmed cause at this time. The increase in seizures with the explanted device has been reported in MFR report # 1644487-2021-01550. This report is the continuing increase in seizures with the patient's newly implanted device. No additional relevant information has been received to date.